Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump was not sounding an occlusion alarm when the infusion set tubing or cannula was kinked. Customer changed the pump supplies and resumed insulin therapy. Customer's blood glucose (bg) was 270-high (value not provided) mg/dl. Customer was nauseous and feeling extremely tired. Customer delivered multiple boluses and changed pump supplies to address elevated bg. Tandem technical support (cts) explained to the customer how the occlusion detection operating rate provided by the pump functions. Customer acknowledged information; however, felt the pump should have detected the "lack of insulin delivery for kinked infusion sets". Customer declined cts's offer to further troubleshoot.